Manufacturer narrative:
The device was sent into to the depot for evaluation. The stryker depot technician could not duplicate the issue. A stryker software engineer evaluated the device's keylogs/files from the event date and could not verify the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device's display froze. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.